Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using nexiva single port, 22g x 1.0" the safety mechanism wouldn't disengage from the catheter. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that staff is unable to disingage green port from canula introducer. Event date: (B)(6) 2022.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received a photograph which displayed a 20g nexiva unit inside a clear plastic bag. The needle can be seen fully retracted; however, the tip shield is still attached to the back end of the catheter adapter. Media can be seen inside the catheter tubing and extension tubing. The defect of ¿failure to decouple¿ was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using nexiva single port, 22g x 1.0" the safety mechanism wouldn't disengage from the catheter. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that staff is unable to disingage green port from canula introducer. Event date: (B)(6) 2022.